Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported "front panel switches are inoperative" by reproducing a door not fully latched alarm. The alarm was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump's front panel switch were inoperable. It was also reported that there was no pt injury.